Manufacturer narrative:
The subject product has been examined and has been found to have a broken ring. We are unable to determine what caused the ring to break.

Event description:
It was reported that the mesh did not expand in the patient after insertion. After several attempts, during which the mesh did not expand, it was removed with a clamp/pincer. It was noticed that the ring was broken and had shifted.